Event description:
During operation, the surgeon could not assemble the trident insert into the cup. The surgeon another insert and completed the operation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.